Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73d2400116 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Post tavr procedure, a contrast injection of the right femoral artery indicated an obstruction of flow causing a complete occlusion at the access site. The cardio-thoracic surgeon was called in and performed a cutdown. The manta device, suture, collagen, and radiopaque marker were explanted during the surgical intervention, but the anchor was not obtained. The manta anchor was seen positioned within the vessel, and according to the surgeon, the collagen appeared to have been deployed extravascular. Therefore, the root cause of the occlusion requiring endovascular intervention is likely attributed to user error due to the manta anchor being deployed malpositioned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "manta 18f deployed to right femoral artery post tavr procedure. Upon selective contrast injection to right femoral artery, complete occlusion noted at deployment site of manta. CT surgeon performed a cutdown to right femoral artery. Upon cutting out manta closure device, the suture, radiopaque marker and collagen were retrieved, but the footplate was not obtained. Physician repaired vessel and distal pulses were present via doppler to right lower extremity." Additional information: " upon the cut down, the collagen appeared to be deployed extra vascular per the CT surgeon."

Event description:
It was reported that: "manta 18f deployed to right femoral artery post tavr procedure. Upon selective contrast injection to right femoral artery, complete occlusion noted at deployment site of manta. CT surgeon performed a cutdown to right femoral artery. Upon cutting out manta closure device, the suture, radiopaque marker and collagen were retrieved, but the footplate was not obtained. Physician repaired vessel and distal pulses were present via doppler to right lower extremity." Additional information: " upon the cut down, the collagen appeared to be deployed extra vascular per the CT surgeon."

Manufacturer narrative:
(B)(4)